Event description:
It was reported that the patient experienced issues with inflating this inflatable penile prosthesis (ipp); a revision procedure was performed three months later. During the revision, it was noted that the tubing from the reservoir to the pump had a kink and the tubing to the cylinders was twisted. The cylinders and pump were removed and replaced. There were no patient complications reported.